Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported by a pt, that post a coronary drug eluting stenting treatment procedure, shaking and a fever occurred. The consumer reports that he started shaking all over and then experienced a fever to 102.4 degrees. As of the date of this event was reported his fever is 100.8 degrees and he has no other symptoms. He has a history of parkinson disease with tremors of the hands prior to stent implantation. Additional info has been requested, but not made available.